Manufacturer narrative:
Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d9., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.